Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed pump over temp message. No injury/harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter name was shortened due to character limitations. The complete name is (B)(6) .

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. Getinge field service engineer (fse) verified reported failure that the pump displayed pump over temp message. Replaced scroll compressor (d119-00-0236), thermistor (d206-00-0734) and filters (d103-00-0499). Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. Patient involved and no harm reported. The defective components were received for further investigation. These parts were received with a reported unit failure of over temp issue. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed all four parts into the cardiosave test fixture serial number and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. After an extensive run in time, the fat could not replicate the failure of an over temp issue. All parts passed testing. Retaining the parts in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.